Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the user doesn't know how to create discrepancy for the greyed-out medication. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that order cannot exceed quantity. A technical support specialist (tss) emailed the customer explaining that a discrepancy was created automatically if an incorrect amount was entered on the screen, unless the medication was configured to auto-resolve discrepancies on the server. The tss was not able to connect with user for further investigation. The system functioned as intended after technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the user doesn't know how to create discrepancy for the greyed-out medication. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.